Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a clinical case, the system had displayed localizer disconnected multiple times when the flat emitter was connected. The site had been able to re-seat the connector and the issue resolved. It was reported that this occurred while verifying instruments, at the same time, the system displayed the battery service error. They proceeded with the case by hitting okay for this issue and verified the connections. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and determined to be fully operational. If information is provided in the future, a supplemental report will be issued.